Event description:
It was reported that the fill port of a tpn therapy bag was found to be loose, which resulted in a leak leaking. The issue was during the compounding process, prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: actual event date remains unknown. One sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Visual and functional inspection confirmed the reported condition, which was determined to be related to the manufacture of the device. Manufacturing controls are in place to reduce the likelihood of recurrence. Should additional relevant information become available, a follow-up report will be submitted.